Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) 0010 rev. 1 h2-3) the pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the pendant buttons were hard to be pressed, but still functioned. The lamination on the pendant was lifting on some spots. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation: section information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: unknown  h3) a manufacturer representative (rep) went to the site test the imaging system. The pendant was replaced, firmware was updated, and the system performed as intended. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the region of interest and anatomy buttons on the pendant did not consistently work when pressed and it was also starting to delaminate. No patient present.